Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed in the radiology department. The line of the catheter basket fractured while the operation was in process. The md could not remove the catheter properly so he made an incision to remove it. The catheter was completely removed. There was a delay in treatment with no harm to the patient. There was no patient death and no patient complications were reported.